Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (c-34 errors) was confirmed and reproduced on erbe connected to system logs (25913 c-34 errors (B)(6) 2025) confirming the fault occurred in the field. Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34 error during state and mono coag activation) erbe unit that was placed on a system and was run in normal mode. (Measurement value for hf voltage too small with found to be the root cause of the reported event. The unit will be returned to OEM for additional failure analysis. The complaint was confirmed based on the failure analysis. System log review: a review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: 25913/erbe error: c-34 - hf voltage too low in on state. If recurring: iesu replacement is likely needed if intermittent: possible magnetic interference (i.e CT scans or other esus). The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer was unable to deliver bipolar energy. The technical service engineer (tse) viewed the system logs and found errors c-34 and m-11 on the integrated electrosurgical unit (iesu) generator. The customer power cycled the iesu prior to the call and then tried a different bipolar instrument but the issue remained. The tse informed the customer that the iesu needs a replacement and the customer opted to swap in a different vision side cart to continue the case. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did initially power on without any errors and worked for the first quarter of the case before the energy failure occurred. The case was completed with a backup vision side cart and generator.